Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the circuit board at the scope connector was broken by one the following, causing the reportable malfunction: water invaded the scope connector. Accumulated electrical stress, or overcurrent due to accidental application of static electricity, or the like. Breakage of charge coupled device cable by physical stress. The event can be prevented by following the instructions for use: "bf-190 series operation manual 3.8 inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image. The reported issue occurred during preparation of use for a diagnostic bronchoscopy. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a faulty plug unit. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Lastly, it was observed that the adhesive of the bending section cover was detached due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.